Event description:
It was reported that patient underwent ankle fracture repair procedure on (B)(4) 2011. Subsequently, patient complained of pain and edema in left ankle. Radiographs taken on (B)(6) 2011, showed that the ankle locking nail had fractured, and that a new stress fracture of the talus had developed. As of this date, no revision procedure has occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant." Number four states, "metal sensitivity, or allergic reaction to a foreign body." Number ten states, "postoperative bone fracture and pain." (B)(4).

Manufacturer narrative:
Additional information provided indicates that a revision procedure took place on (B)(6), 2012 at a different user facility than the one originally reported. The user facility information is as follows: (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent ankle fracture repair procedure on (B)(6), 2011. Subsequently, patient complained of pain and edema in left ankle. Radigraphs taken on (B)(6), 2011, showed that the ankle locking nail had fractured, and that a new stress fracture of the talus had developed. A revision procedure was performed on (B)(6), 2012 to remove the locking nail.